Event description:
It was reported that this entire system was explanted due to infection 3 days after implant, as the patient presented with fever, pain in the wound, and festering. No additional adverse patient effects were reported.

Event description:
It was reported that this entire system was explanted due to infection 3 days after implant, as the patient presented with fever, pain in the wound, and festering. No additional adverse patient effects were reported.